Manufacturer narrative:
Device serviced by third party field updated.

Event description:
It was reported that the device had failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure modea review of the device history record showed the device had a manufacture date of 14feb2019. The review was performed from the date of manufacture to the present date 31mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility

Event description:
It was reported that the device had failed preventive maintenance. There was no patient involvement.

Event description:
It was reported that the device had failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Correction : annex a : a08 annex g : g07001 annex b : b11, b14 annex c : c19. Annex d : d14.